Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the door switch assembly was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was a gantry error; the system made loud noises and then the gantry door could not open. There was no patient present.